Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff was deflating throughout the or case. Reintubation had to be done during or. It was then found that the blue piece was stuck into the elbow of the device. No patient harm was reported.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.